Event description:
X4 misfires of device. Bard max-core disposable core biopsy instruments lot rekw1389: x3, lot rekx0534: x1, ref: mc1825. Manufacturer response for disposable biopsy device, bard max-core disposable core biopsy instruments (per site reporter).